Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is third of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). During the procedure the phacoemulsification handpiece was not working properly. The surgery was completed with the same handpiece. Additional information has been requested and received indicating additional suspect products and patient identifier. This report represents patient 1 of 3 from this facility. Additional information received indicated that the tass symptoms were noted on first post-operative day. During surgery, the phacoemulsification tip couldn't sculpt properly. The patient was not hospitalized as a result of this event. The patient developed corneal edema and hypopyon as complications of the event. The patient required treatment with tobramycin/dexamethasone. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event was ongoing at the time of this report.

Manufacturer narrative:
There was no sample returned for evaluation. Our lab has tested retain samples of the associated product lot and all results were conforming to the specifications for the tested parameters (ph, osmolality, lal). Complaint trending was reviewed for the lot code provided. Two similar complaints were found. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. As no manufacturing related issues were identified, retain samples are conforming the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received provided corrected event date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).